Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unknown reason. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.